Manufacturer narrative:
(B)(4). Manufacture date: march 7, 2017 ¿ march 9, 2017. One infusor unit was received for sample evaluation. A visual inspection on the unit via the naked eye noted a ruptured bladder. A microscopic inspection was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a half day infusor ruptured during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A nonconformance was not opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.